Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was not present. Hemostasis was achieved with a manual hold for twenty minutes. There was no reported patient injury. The advancer tube was not engaged or visible. A 6f 11cm non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f 11cm non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity and no presence of calcium in the vicinity of the puncture site. This was an interventional case with an antegrade approach used. The deployer is mynx certified with over five years of experience. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was not present. Hemostasis was achieved with a manual hold for twenty minutes. There was no reported patient injury. The advancer tube was not engaged or visible. A 6f 11cm non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f 11cm non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate tortuosity and no presence of calcium in the vicinity of the puncture site. This was an interventional case with an antegrade approach used. The deployer is mynx certified with over five years of experience. Additional information was requested but not provided. A non-sterile ¿mynxgrip¿ vascular closure device 6f/7f¿ was returned for product investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant sleeve was partially retracted, and the sealant was in its manufactured position. The advancer tube was also in its manufactured position, indicating that the shuttle was not advanced all the way into the procedural sheath to engage the advancer tube. The syringe was connected to the luer hub, and the distal section of the catheter was inserted into a cordis 6f catheter sheath introducer (csi). The unit did not present any damages, and no other outstanding details were observed. Per functional analysis, a simulated shuttle advancement was performed on the non-sterile device as indicated in the instructions for use (IFU). The returned device performed as intended, deploying the sealant as expected. The reported event of ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was found in the shuttle at its manufactured position. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, procedural/handling factors (such as an incomplete shuttling down of the shuttle) and/or access site characteristics (moderate tortuosity of the access site) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position and the sealant sleeve was not completely displaced to the proximal end of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.